Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.